Manufacturer narrative:
Despite multiple follow up attempts with the user the removal status of the sensor could not be confirmed.

Event description:
On 26 november 2024, senseonics was made aware of an incident where physician was unable to remove the sensor on the first attempt made on (B)(6) 2024.